Event description:
Upon using the ligasure impact device, dr noticed that the blade on the instrument was broken, exposing a sharp edge. The instrument was removed from the field and isolated to original packaging. Charge nurse was notified and equipment was sent to bio-med. Appears to be an out-of-box device failure.